Event description:
It was reported that the device's battery needs replacement.

Manufacturer narrative:
Complaint evaluation: the manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the battery requires replacement, the battery was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's battery had an issue. There was reportedly no patient involvement.